Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support that the patient was in the hospital for an unspecified reason when performing treatments. It is unknown if the hospitalization is related to the patient's dialysis treatments. There was no allegation of a device malfunction that caused or contributed to the patient¿s hospitalization. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Event description:
This complaint file has been reassessed to determine if additional information received (from the dialysis clinic on (B)(6) 2018 and discharge summary received on (B)(6) 2018) has any impact on the initial review conducted in (B)(4). Information received from the dialysis clinic indicated the patient was taken to the emergency room for a cardiovascular event unrelated to the use of the cycler. No device malfunction was alleged and peritoneal dialysis treatment continued during hospitalization. According to the medical records, the patient was admitted from (B)(6) 2018 to (B)(6) 2018 due to altered mental status (ams) and was diagnosed with ischemic stroke precipitated by baclofen which was taken for insomnia. The patient was treated with aspirin (unknown dose and frequency) and statin (type dose, dose and frequency unknown) for the stroke. Levofloxacin (dose and frequency unknown) was prescribed for pneumonia and the patient was empirically treated with one dose of cipro (dose unknown) to cover for peritonitis while awaiting peritoneal fluid cytology. During the hospital stay the patient experienced orthostatic hypotension and was hydrated with 2 liters of lactated ringer¿s solution. The patient was discharged home on (B)(6) 2018 in stable condition with home health care.

Manufacturer narrative:
Based on the available information, it is unlikely that the cycler contributed to the patient¿s ams event. According the discharge summary, the cause of the ams is multifactorial and was precipitated by baclofen which was taken for insomnia. No device malfunction was alleged and there is no documentation suggesting the cycler may have been a contributing factor.